Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous left superficial femoral artery. A 6.0 x 150 mm supera self-expanding stent system was advanced to the lesion without issue. The stent was deploying fine when all of a sudden it would not deploy further and they heard a "snap" noise. The thumbslide was turned back and forth but the stent would not deploy further. The device was removed from the anatomy; however, the stent remained in the anatomy, partially in the sheath. The sheath was pushed distal to trap more of the stent in the sheath and the stent and sheath were removed from the anatomy together. The procedure was stopped at this time and the vessel was left untreated. There was no clinically significant delay in procedure and no adverse patient effects. Return device analysis noted that the tip and inner member were separated. Follow-up with the account confirmed that the separation occurred during removal of the device. There had been some resistance during removal, although not much. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) found the stent had been deployed and was located inside the extension sheath. The outer member was found separated at the distal end of the strain relief tubing. The complaint handling database was reviewed and there were similar events found for this lot. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, concludes that the appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.